Manufacturer narrative:
The cartridge was not returned for evaluation so the complaint could not be confirmed. A manufacturing record review (mrr) was performed and the cartridges were manufactured within specifications. There is no associated deviation or non-conformity report found in the mrr. The device manufacturing procedures were performed as required. The directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Pt age at time of event or date of birth: unknown. Pt sex/gender: unknown. Date of event: unknown. Implant date: not applicable; only the cartridge tip was inserted into the patient¿s eye. Explant date: not applicable. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the cartridge split during handling, but prior to insertion. In follow-up, it was reported that the cartridge split was noticed while inserting into the patient's eye. Everything was loaded perfectly; however, while inserting that's when the surgeon noticed resistance and then the cartridge split occurred. Reportedly, only the cartridge touched the patient's eye and there was no injury. No further information was provided.